Event description:
Additional information received reported the patient's symptoms were redness, swelling, drainage and incisional wound opening. The patient was given perioperative antibiotics as well as IV antibiotics to treat the infection. The patient did not have meningitis. The primary location of the infection was the device pocket and cultures were taken from the pocket. It was reported the infection resolved.

Manufacturer narrative:
The previously reported conclusion code no longer applies to this event. (B)(4).

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2015 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that a patient¿s pump was explanted due to infection at the pump site. The explanted components were not returned as they were discarded by the customer. The pump was used to infuse morphine (unknown). No outcome was reported for this event. Follow up was being conducted to obtain additional information but it had not been received by the date of this report. If additional information is received a follow up report will be sent.